Event description:
Boston scientific received information that this right ventricular (rv) lead had one out of range high shock impedance measurement. There was no evidence of noise or oversensing. Boston scientific technical services (ts) suspects electromagnetic interference (emi) as the cause of the measurements. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that additional high shock impedance measurements were observed. Boston scientific technical services (ts) still suspects emi as the cause/source.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that surgical intervention was performed and the device and rv lead were explanted and will be returned for analysis.